Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the chief perfusionist on (B)(6) 2016, sorin group (B)(4) learned that the affected unit has been removed from service. Previously the unit was used inside the operation theatre outside of the sterile field. The customer stated that the unit is cleaned according the latest instructions for use but still showed contamination after the cleaning procedure. The facility confirmed that there is no known patient impact. The customer provided a laboratory report with test results for the samples taken after the cleaning procedure. The test results indicate the presence of mycobacterium avium-intracellulare complex. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, is unable to get the device cleaned. The unit is no longer in service. A review of the dhrs for all potentially involved devices did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project (2016-01) to investigate this type of issue.